Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to chronic dislocations of the head from the liner. Intra-operatively, some metallosis and black debris on the trunnion were noted. The head and liner were revised to another femoral head and constrained liner.